Manufacturer narrative:
Reported event: an event regarding loosening involving a mako baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported via medwatch mw5176277: I had a partial knee replacement in 2023. I began having increased pain, instability, and a noticeable deformity in the knee when it was flexed in the early spring of 2024. A CT scan in may showed loosening and bone lysis. It quickly worsened to the point where I could feel the knee joint sliding over my tibia every time I shifted my weight forward. I had a revision to a total knee replacement in 2024. The operative report of the revision stated "significant polywear" and "gross loosening of her tibial implant." It was also noted that I was "acl (anterior cruciate ligament) deficient" and had "full thickness cartilage loss in the remaining compartments." The physician's assistant that assisted in the surgery told me the next morning that he lifted the implant out with one finger.